Event description:
Boston scientific received information that this patient expired. It was noted that the patient was in the hospital for increased congestive heart failure symptoms (dyspnea/edema), ejection fraction was at 20-25 percent, and mildly elevated troponin levels were observed. Also of note was a gi bleed one month prior with recent hemoglobin levels at 10.5. The patient also has a history of severe aortic stenosis. In the hospital, the patient had an episode of ventricular tachycardia (vt) at approximately 180 beats per minute (bpm). The device sensed and appropriately treated with anti-tachycardia pacing (atp) converting the rhythm to ventricular fibrillation (vf) and another burst of atp was provided with the vf persisting. The cardiology attending physician noted no shocks were provided by the device however did hear a "pop" from near the device area. External defibrillation (along with standard emergency measures) was initially successful, however the patient did subsequently expire. Upon device interrogation, a fault code 1004 was noted for a short circuit condition was detected during shock delivery. Remote monitoring was reviewed by boston scientific technical services who looked for evidence of any out-of-range shock lead impedance measurements, none were found. Review of previous records from four months prior note the patient was in the hospital and all lead diagnostics were normal. The device and part of the lead will be sent back to boston scientific. Upon device return, a review of the stored events in the device memory was performed, it appears the device provided therapy (several bursts of atp and four 23/41 joule shocks) appropriately until the short occurred. After the short, it appears the patient received approximately three external shocks that were successful in converting the arrhythmia's. No additional details surrounding the death were found.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2013 after a 41 joule shock was attempted. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Visual inspection of the returned portion of the right ventricular shock lead revealed trilumen insulation damage with evidence of arcing damage on the conductors approximately 29 cm from is-1 pin. Due to the location and type of damage it was most likely caused by entrapment in the clavicle/first-rib region.